Manufacturer narrative:
The sodium electrode lot number is fdu33, and the expiration date is 20-sep-2026. A field service engineer (fse) replaced the sample probe, decontaminated the sipper nozzle, and decontaminated the vacuum nozzle. The fse performed mechanism checks, air purges, reagent primes, ion-selective electrode (ise) checks, ise calibration, a 21-cup precision check, qc, and patient comparisons without any issues. The investigation is ongoing.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas pro ise analytical unit for two patients. Patient 1's initial result was 146 mmol/l, and the repeat result on another cobas pro was 137 mmol/l. Patient 2's initial result was 140 mmol/l, and the repeat result on another cobas pro was 130 mmol/l. The doctor questioned the initial results because they did not match the patient's history. The repeat results were deemed to be correct.

Manufacturer narrative:
The alarm trace contains conspicuous events, including alarms for abnormal aspiration and the sample probe; short sample probe alarms are observed. These are all consistent with poor pre-analytical handling. The calibration was acceptable before the event. The qc recovery had a few results that were outside of the acceptable range. The cause of the event could not be determined. The investigation determined that the service actions resolved the issue.